Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient expired at home due to unknown cause. Technical support review of the session records revealed intermittent undersensing, and episodes of oversensing, but that the device did provide low and high voltage therapy as programmed when the ventricular fibrillation (vf) and ventricular tachycardia (vt) were detected. There were no allegations of device malfunction. Absence of atrial signals indicating the cause of death was extra cardiac, have not been ruled out. The detected intermittent undersensing, indicating the patient¿s expiring cardiac rhythm was too low to be detected by the device, has also not been ruled out.